Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use on a homecare patient, the ventilator generated a system error alarm. Ventilation stopped and the device was inoperative. It was forcibly turned off. The patient was removed from the ventilator and transferred to another ventilator without any reported harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.